Event description:
Report received of a non-delivery on the primary line. It was reported that the pump was programmed to deliver "plain IV fluids" on the primary line at 40ml/hour and vancomycin at an unspecified rate on the seconary line. The customer reported that the vancomycin delivered without incident, but that the primary line did not deliver at all. It was not known how long the primary line did not deliver for. The customer contact reported that the customer contact had another nurse look at the tubing when the pump door was opened, and the tubing was reportedly loaded correctly into the device. There was no reported adverse pt event. No medical interventions were required. The pump was removed from clinical service. Though requested, no further info was available.